Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery test due to missing segments. No additional cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the insulin pump was dropped and has a crack across and under the display screen. The customer's blood glucose reading was 317 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.